Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 15.2 ng/ml. This result was reported outside of the laboratory where the nurse questioned it. The repeat result was 7.72 ng/ml. This result was believed to be correct.

Manufacturer narrative:
The troponin t reagent lot number was 795157 with an expiration date of 30-sep-2025.

Manufacturer narrative:
Calibration was last performed on 04-feb-2025 with acceptable results. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found tube gel spillage in the sample probe. The fse cleaned the sample probe, the sample probe wash station, and the incubator. Measuring cell conditioning, air purges and precision testing were all successfully completed. The investigation determined the service actions resolved the issue.